Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 11 months. It was reported that the device was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had completed dialysis at a local hospital and afterwards experienced an ICD shock. The patient was to have the ICD checked locally, but stated "I felt fine and just going to lay down now." On (B)(6) 2016, the patient¿s wife called the implanting center to report that the patient had gone to their local medical facility and was diagnosed with a large m1 infarction. An endovascular procedure was complicated by a large amount of bleeding extending into the ventricles. Twenty one coils and an external ventricular drain were placed. It was reported that the patient¿s prognosis was poor. The patient was made do not resuscitate status and expired on (B)(6) 2016. It was reported that there were no device issues and that the device was operating as expected. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported m1 infarct could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.